Event description:
Patient reports their patient programmer is not working correctly. Screen shows a computer code like a paragraph of letter and numbers. Patient mentioned that over the years, settings have been optimized so that their tremors are somewhat under control but her spe ech is not overly affected. Recently, patient had a complication of osteonecrosis of the jaw. In order to treat the infection that is causing it, they prescribed the antibiotic doxycycline and after about a week of taking it, their tremors are out of control. Patient isn't sure if antibiotic is causing worse tremors. About 3 days ago, patient used the programmer to check the implantable neurostimulator (ins) and it was indicating the normal settings. Patient waited a few days to see if the tremors got better and they didn't. Yesterday, patient wanted to make some adjustments to the settings but the patient programmer display was blank even though they replaced the aaa batteries. The display remained blank but device did beep. Patient rep called back and mentioned that when they increased dbs settings, it caused patient's speech to not be as good (slurred). Rep said they will follow up with the patient's neurologist to analyze the patient's tremor and determine if the therapy settings need to be changed. Patient services emailed repair to replace programmer. 2024-05-09 rtg0556067 update (con): no new information.

Manufacturer narrative:
Section d10 references: product ID 37642 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis of the patient programmer (s/n (B)(6)) found the device wouldn¿t power on even when plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.